Event description:
The customer reported that while monitoring patients on a xhibit central station they experienced a power outage. Following return of the power, the central station was found to have lost its license preventing the continued monitoring of the patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare field service engineer walked the user through re-activating the license on the xhibit central station (xcs). Once the license was restored, the xcs functioned normally. While the issue was able to be resolved, cause of failure was not determined.